Event description:
It was reported that the patient needed to have magnetic resonance imaging (MRI) to ¿rule out if she had a stroke or anything.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot# n252652, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was later reported that the event had nothing to do with the device or the medication that it was delivering. The patient was ¿fine.¿ the device system was used to deliver dilaudid.